Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a sensation oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare would not deliver current. The procedure was completed with another sensation oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."